Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24929. It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was failing to capture and had low pacing impedance. Further, the right ventricular (rv) lead was noted to have high pacing impedance. The patient was asymptomatic. The ra and rv leads were capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.